Event description:
Additional information confirmed uncorrected visual acuity of the patient was 20/80 and the vision of the patient was stable.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that during cataract surgery for a left eye of a 79 years male patient an ophthalmic blade was dull and slipped sideways. The radial keratotomy incision opened up and had to be sutured close in order to complete the cataract removal. This caused the patient to not receive an advanced lens, and significantly increased the length of the case. This resulted in a prolonged four to six months recover. The surgery was completed with the same blade.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Opened sample was visually inspected and was found nonconforming with bent tip. Penetration testing could not be performed due to the damage of the sample. Unopened sample was visually inspected and found to be conforming. Functional penetration testing was performed and unopened sample was found to be conforming. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the returned opened sample was visually inspected was non-conforming, with damaged tip. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The returned unopened sample was visually and functionally found to be conforming therefore dull blades as described in the complaint was not confirm. The unopened sample met specification and the exact root cause for the damaged knife opened sample is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip exhibited on the returned opened sample is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).